Event description:
On (B)(6) 2010, pt reported the down button on her infusion device has been erratic in responding for the past 3 weeks. Pt stated, the button stopped responding completely on (B)(6) 2010. Pt reported, the button pops back out. Pt is currently using her back up infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.